Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _unknown_lead, product type: lead. (B)(4).

Event description:
A healthcare professional from a clinical study reported that the patient had an infection following implant a few weeks prior to (B)(6) 2016. The patient was admitted to the neurosurgical ward for 6 days and since it was a serious infection the entire deep brain stimulation system was removed on (B)(6) 2016. No diagnostics or troubleshooting was done. The patient was recovering well and would have an appointment with a neurosurgeon the following week to discuss possible new implant, surgery was planned for (B)(6) 2016. It was unknown if the issue had resolved, the patient was alive with injury. The patient was doing well.